Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that during the vns patient's prophylactic battery replacement surgery that day, they were receiving a high lead impedance with an impedance value greater than 10,000 ohms for both the patient's old generator and the new generator. A test resistor was inserted into the new generator and diagnostic results were within normal limits. The lead pin was then reinserted into the new generator and system diagnostics again showed high lead impedance; lead impedance=high/impedance value > 10,000 ohms. The surgeon therefore decided to replace the lead as well. The surgeon later reported that the high impedance was first discovered on (B)(6) 2011, during the patient's surgery. No x-rays were taken prior to the surgery. It was unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. The surgeon also stated that the housing along the mid-portion of the lead wire was cut. The explanted generator and lead were received for product analysis on (B)(4) 2011, that has not yet been completed.